Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the deployment difficulty could not be determined. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly resulting in the deployment difficulty. Re-positioning of the delivery system may have allowed the ratchet ears to re-engage with the stent wires to continue deployment; however, this could not be confirmed. The additional treatment was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the ostial superficial femoral artery (sfa). The vessel diameter was 6mm, a 6mm x 40mm sheath was used. An unspecified stent was implanted, and the 6.0x40mmx120cm supera self-expanding stent system (sess) was advanced, to be implanted next to the previously implanted stent. The supera stent was difficult to deploy. The stent eventually released using manipulations on the thumbslide. During deployment, the stent moved from its intended location and did not cover the target lesion. The supera ended up inside of the previously placed stent, instead of connecting and extending the previously placed stent. Therefore, another stent had to be implanted to cover the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.